Event description:
It was reported that after deployment and while removing the marker the tip sheared off in the breast. The pieces were retrieved from the pt. No consequences occurred.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results showed that a mrm4008 was returned instead of mam3008. The applier was returned in good physical condition and already deployed. The firing mechanism was tested and it was fully functional while we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.